Event description:
It was reported that the plate broke after initial surgery 2008. Broken plate removed two months later. Pt kept non weight bearing for first 6 weeks post-op.

Manufacturer narrative:
.